Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: fr995-23, aortic root heart valve implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to endocarditis and an infected valve. The patient had a double valve revision, the ipg system was explanted and a epicardial system was placed. No further patient complications have been reported as a result of this event.